Event description:
Event occurred in south korea. Leading; tip. Capsular bag tear / rupture; capsuletype bag scratch; permanent or negative impact on patient health. Initially, the hospital stated the patient was a female in her late 60s. However, upon verification, this case occurred during surgery on a 68-year-old male while using the isert 150. The clinic's opinion is that 'during insertion, as the haptic unfolded while entering, it caused a scratching (rather than a rupture or tearing) in the periphery of the capsular bag.' The iol was immediately replaced and another iol was inserted. Currently, the patient has good vision without complications and reports no discomfort. Permanent or negative impact on patient health is not expected. (Refer attachment 1 for the email from the submitter) problem code: a051102 - sharp edges

Manufacturer narrative:
This initial emdr is being submitted to FDA for an event that occurred outside of the USA. Posterior capsule rupture is indicated as a potential adverse event related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Manufacturer narrative:
This follow-up report # 1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h6 - updated codes for manufacturer's investigation: type; findings; and conclusion. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product was not returned and appearance check was not performed. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: 150). The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.